Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a mediastinal tumor extraction surgery, the curved bipolar forceps instrument was inspected prior to use and there was no damage or anything out of the ordinary noted. The target tissue was the membrane and the jaws were not stuck on the tissue when the issue occurred. The surgical task being performed with the instrument was dissection of the membrane. The issue with the instrument did not occur after a system fault. There was no adverse effect to the grasped tissue. Isi received the curved bipolar dissector instrument for failure analysis testing. The instrument was analyzed and the complaint was not confirmed by failure analysis. Failure analysis found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the curved bipolar forceps instrument would not open. The customer swapped out the instrument with a backup to continue the procedure. The site was completing the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.